Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis. Neuropace review of the patient ecog data confirmed the ecog and impedance data are suggestive of a potential lead break.

Event description:
On (B)(6) 2025, the right mesial temporal depth lead exhibited ecog artifact and elevated saturation levels, findings suggestive of a potential lead fracture. As a result, programming adjustments were implemented. On (B)(6) 2025 the lead was replaced. The lead was secured with a burr hole.